Manufacturer narrative:
The reported complaint of leak was not confirmed on the returned set. No visual anomalies were observed on the returned set. The transducer was electrically tested and the transducer was not able to be zeroed and could not obtain a reading. The transpac on this set is a vendor manufactured part. When the returned set was primed and pressure leak tested, no leaks were observed. The probable cause of all the transpacs unable to obtain reading had occurred due to a vendor related manufacturing defect.

Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves where the customer reported that when the sensor was being installed, the nurse noticed a leak at the pressure head. The pressure head had to be replaced. No clinical consequences. The customer stated that the device was connected to the patient at the time of the event, the incident occurrent at intensive care, without affecting patient¿s health condition, no one was harmed during the incident, no blood loss, no adverse events, the patient's hospital stay was not prolonged , no additional medical intervention required, no physical defects were observed with the device prior to the incident, there was no delay in therapy, only the time to change the pression head, the therapy was successful , the medication used was nacl 0,9%. There was patient involvement but no patient harm.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device was received for evaluation- the investigation is pending.